Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s screen was hard to read and the insulin pump had cracked around the reservoir chamber. The customer¿s blood glucose level was unknown. The customer also reported that the numbers on the screen were not solid black like it used to be, the battery life was diminished and the insulin pump had cracked around the reservoir chamber. The insulin pump will not be returned for analysis.